Event description:
Bayer case number: (B)(4). A floating essure in her abdomen CT scan / shows may be fragment in left peritoneal cavity [device breakage] . Case narrative: this spontaneous case was reported by a healthcare professional and describes the occurrence of device breakage ("a floating essure in her abdomen CT scan / shows may be fragment in left peritoneal cavity") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On an unknown date she experienced device breakage (seriousness criterion medically important). Essure treatment was not changed. At the time of the report, the outcome of the event was unknown. No causality assessment was received for essure with regard to device breakage. The reporter commented: a patient that has a floating essure in her abdomen. Does this need to be removed or can it be left behind? Lot number: not provided in correspondence. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] (date unknown): there may be a fragment in the left peritoneal cavity. [Ultrasound scan] (date unknown): our us shows coils that look properly placed. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 09-sep-2024: event updated to device breakage. Lab data added. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) a floating essure in her abdomen CT scan / shows may be fragment in left peritoneal cavity. [Device breakage] case narrative: this spontaneous case was reported by a healthcare professional and describes the occurrence of device breakage ("a floating essure in her abdomen CT scan / shows may be fragment in left peritoneal cavity") in a female patient who had essure (ess205) inserted. There was no information on the patient's medical history or concurrent conditions. In 2005, the patient had essure (ess205) inserted. On unknown date she experienced device breakage (seriousness criterion medically important). Essure (ess205) treatment was not changed. At the time of the report, the outcome of the event was unknown. No causality assessment was received for essure (ess205) with regard to device breakage. The reporter commented: a patient that has a floating essure in her abdomen. Does this need to be removed or can it be left behind? Lot number: not provided in correspondence. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] (date unknown): there may be a fragment in the left peritoneal cavity [ultrasound scan] (date unknown): our us shows coils that look properly placed quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-sep-2024: essure insertion date 2005 added, accordingly suspect product changed from model 305 to model 205. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) a floating essure in her abdomen CT scan / shows may be fragment in left peritoneal cavity [device breakage] case narrative: this spontaneous case was reported by a healthcare professional and describes the occurrence of device breakage ("a floating essure in her abdomen CT scan / shows may be fragment in left peritoneal cavity") in a female patient who had essure (ess205) inserted. There was no information on the patient's medical history or concurrent conditions. In 2005, the patient had essure (ess205) inserted. On unknown date she experienced device breakage (seriousness criterion medically important). Essure (ess205) treatment was not changed. At the time of the report, the outcome of the event was unknown. No causality assessment was received for essure (ess205) with regard to device breakage. The reporter commented: a patient that has a floating essure in her abdomen. Does this need to be removed or can it be left behind? Lot number: not provided in correspondence. We are waiting to receive the CT scan to review. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] (date unknown): there may be a fragment in the left peritoneal cavity [ultrasound scan] (date unknown): our us shows coils that look properly placed. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-sep-2024: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.